Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately post implant of this 23 mm bioprosthetic aortic valve, this valve was explanted and replaced with a 25 mm bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.